Event description:
Baxter complaint coordinator (cc) reported the home pt (hp) noted cloudy effluent and was subsequently hospitalized after using the homechoice cycler for apd therapy. The hp noted that their effluent was cloudy and suspected they had an infection. As a result, the hp went to the hosp and was examined for peritonitis. The hp tested negative for peritonitis and was released from the hosp the following morning. The cloudiness of the hp's effluent was not caused by an infection but by protein that had dissolved into the effluent. There was no sustaining pt injury as a result of this incident.